Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Safety mode was determined to be the reason for the loss of capture seen in the field. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient experienced syncope and the patient underwent urgent device replacement procedure. The cardiac resynchronization therapy pacemaker (crt-p) was explanted and no additional adverse effects were reported. Additionally, new information was provided, the device exhibited loss of capture and undersensing when the patient went into syncope. The patient is pacemaker dependent and no additional adverse patient effects were reported. The device is expected to return for analysis.the product underwent analysis testing.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient experienced syncope and the patient underwent urgent device replacement procedure. The cardiac resynchronization therapy pacemaker (crt-p) was explanted and no additional adverse effects were reported. Additionally, new information was provided, the device exhibited loss of capture and undersensing when the patient went into syncope. The patient is pacemaker dependent and no additional adverse patient effects were reported. The device is expected to return for analysis.